Manufacturer narrative:
Medtronic received additional information that the patient's valve was unable to be repaired and required valve replacement. It was reported there was no issue with the annuloplasty band. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.